Event description:
It was reported the intraocular lens was exchanged for a higher diopter lens of the same model, 6 weeks after original implant date. Reason stated was improper iol power implanted. No patient complications.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 16.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.